Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges slight headaches, raspy voice, throat irritation upon rising periodically. The patient also alleges the device makes a whistling noise when the fan is running. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. Despite multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.